Event description:
The account reported the right head side rail will not stay latched. The bed was located at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician investigated and found the right head side rail is not latching. The right head side rail lock hook is broken which was most likely caused by excessive pulling on the side rail. The technician swapped out the rental unit with a known working bed. No further info is available on the repair of the bed at this time. The investigation is ongoing, however, it any add'l relevant info is identified following completion of the investigation, the add'l relevant info will be submitted in a supplemental report.